Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a membrane issue. This condition was found in the emergency room upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. Upon further review, the quality engineer had attributed the reported condition to a keypad issue. This condition had the potential to interrupt delivery. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the reported condition of "membrane" was confirmed by the quality engineer as a front panel issue. The reported condition was reproduced. The assignable cause was due to a defective front panel.